Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow-up. It was noted that the right ventricular lead exhibited high impedance, along with episodes of noise and loss of capture. Lead fracture was also noted on the lead. On (B)(6) 2017, the lead was capped and replaced. During the procedure it was also noted that the lead had an insulation break. The patient was stable during and post procedure.